Event description:
On (B)(6) 2013, it was reported that device serial number (B)(4) failed a flow rate test during preventative maintenance. Results of the customer's tests were not provided and it was not clear whether the device failed high or low. No pt injury is involved with the device. No further info is available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The involved device was not returned to baxter for evaluation due to the customer choosing not to return the device. The customer stated that the device was likely retested and has been released back into svc at the facility, if the device is returned to baxter an investigation will be conducted. See scanned page.